Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Device evaluated by MFR? Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿an incision was made on the right groin. The hernia sac was dissected out. A medium perfix plug was placed into the right inguinal canal and secure it with sutures.¿ (B)(6) 2015 ¿ patient was diagnosed with right groin pain, adhesion, hereby underwent robotic assisted repair with implant of unknown mesh and explant of perfix plug. Per operative notes, ¿an incision was made into the right upper quadrant. There was dense adhesion with previously placed old mesh. Old mesh was excised entirely from abdominal cavity. An unknown mesh was placed into the defect and closed the defect with sutures.¿